Event description:
Customer's wife stated the pump stops delivering accurately when the cartridge is half full. Pump, infusion set, cartridge, adapter are being requested for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.